Event description:
\This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('claiming breakage/ expulsion: expulsion') in a (B)(6)-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did undergo confirmation test." On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia/ (heavy menstrual bleeding)"). The patient was treated with surgery (surgery for removal). Essure was removed on (B)(6) 2008. At the time of the report, the device expulsion and menorrhagia outcome was unknown. The reporter considered device expulsion and menorrhagia to be related to essure. The reporter commented: claiming bleeding: menorrhagia (heavy menstrual bleeding) received treatment for bleeding? No. Claiming breakage/ expulsion: expulsion received treatment for breakage/ expulsion? Yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet received. Reporter information updated. Patient demographic information updated. Product indication female sterilization updated. Essure start date and stop date updated. Event ¿injury to herself¿ was updated to ¿claiming breakage/ expulsion: expulsion¿. Events menorrhagia/ (heavy menstrual bleeding), she did undergo confirmation test were newly added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.